Event description:
Rn reports a leak with a transfer set noted during use. Home pt presented to unit with unk growth peritonitis. Pt treated as an outpatient with ip antibiotics and has recovered fully.